Event description:
It was reported that a shaft break occurred. A 10.0-31 carotid wallstent self-expanding stent was advanced to treat a very closed plaque; however, the stent would not pass because it collided with the plaque. It was removed to continue predilating or to perform other alternative maneuvers; however, the sheath joint was cut and rendered unusable. The intervention was resolved without stenting. There were no patient complications as a result of this event.

Event description:
It was reported that a shaft break occurred. A 10.0-31 carotid wallstent self-expanding stent was advanced to treat a very closed plaque; however, the stent would not pass because it collided with the plaque. It was removed to continue predilating or to perform other alternative maneuvers; however, the sheath joint was cut and rendered unusable. The intervention was resolved without stenting. There were no patient complications as a result of this event. It was further reported that the target lesion was 90% stenosed, non-tortuous, and severely calcified. Moreover, it was reported that the sheath was not fractured but was bent.

Manufacturer narrative:
Device evaluated by MFR: the carotid wallstent was returned for evaluation. A visual and tactile examination identified outer sheath separation 95mm proximal from the distal tip. There was no kink noted along the length of the device. The device was returned with the stent fully mounted in the correct location on the device. No other issues were identified during the product analysis. An image provided by the customer also depicted the sheath separation.

Event description:
It was reported that a shaft break occurred. A 10.0-31 carotid wallstent self-expanding stent was advanced to treat a very closed plaque; however, the stent would not pass because it collided with the plaque. It was removed to continue predilating or to perform other alternative maneuvers; however, the sheath joint was cut and rendered unusable. The intervention was resolved without stenting. There were no patient complications as a result of this event. It was further reported that the target lesion was 90% stenosed, non-tortuous, and severely calcified. Moreover, it was reported that the sheath was not fractured but was bent.